Event description:
It was reported that during initial implant procedure, the left ventricular lead stylet could not be removed from the lead. The lead was not used and replaced successfully. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
The reported field event of guidewire could not be removed from lead was confirmed in the laboratory. The device was tested on the bench and visual inspection found ptfe coating clogging the inner coil at the connector pin region. This coating anomaly is likely the cause of the field complaint. No electrical anomalies were noted.